Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on their back under the lifevest equipment. The area was described as welts, bruises, and with raw, open skin. The patient's physician advised temporary removal of the lifevest and neosporin for the skin irritation. Follow up indicated that the skin irritation improved.